Manufacturer narrative:
Sc-1132 sn: (B)(4) device evaluation indicated that the ipg passed all tests performed. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-50 sn:(B)(4) device evaluation indicated that the lead passed all tests performed. Visual inspection found no anomalies. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-3138-35 sn:(B)(4) device evaluation indicated that the lead was cut. X-ray inspection found no cable breakage. Damage to the device was a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2218-70 sn:(B)(4) device evaluation indicated that the lead extension was cut in two pieces. X-ray inspection found no cable breakage. Damage to the device is result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2352-70 sn:(B)(4) device evaluation indicated that visual/xray inspections found four cables (e3, 4, 5, 8) were fractured at the bent/kinked sections of the lead body clik anchor site, 1 cm from the set screw mark. There are no exposed cables. In addition, the electrode #4 of the proximal was flattened. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the ipg had broken through the patient's skin. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the ipg had broken through the patient's skin. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm .

Event description:
A report was received that the ipg had broken through the patient's skin. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.